Event description:
Healthcare provider reported capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device to be underweight, a curved opening on the posterior, brown particles on the shell, and some fold creases. A microscopic analysis was performed which identified a striated opening on the patch. Based on the device analysis the final assessment is: a striated opening on patch assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare provider reported capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, d.6a, d.4.

Event description:
Healthcare provider reported capsular contracture baker grade unknown. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare provider reported capsular contracture baker grade unknown. Device has been explanted.